Event description:
It was reported that the 2600 system table would lock up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the floppy drive, performed a table calibration, and left backup software in table. The system operates as intended.